Manufacturer narrative:
Citation: koniari I et al. Antithrombotic treatment following transcatheter valve replacement: current considerations. J thorac dis. 2017 nov;9(11):4251-4259. Doi: 10.21037/jtd.2017.10.34. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature meta-analysis regarding antithrombotic treatment following transcatheter valve replacement. All data were collected from multiple centers. The study population included an unspecified number of patients (predominantly male), an unspecified number of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: new permanent pacemaker implant, thromboembolic events, myocardial infarction, stroke, life threatening bleeding and vascular access complication. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.